Manufacturer narrative:
Novocure medical opinion is that contribution of the array placement to the contact dermatitis cannot be ruled out. A risk factor for skin irritation in this patient includes concomitant nivolumab and ipilimumab (rash, pruritus, alopecia and urticaria are common adverse reactions. Source: nivolumab and ipilimumab prescribing information). Dermatitis contact was not reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma. There have been 247 reports of dermatitis contact in the optune commercial program to date and 2 cases for pleural mesothelioma. None of the cases for pleural mesothelioma were serious.

Event description:
A 77-year-old male patient with pleural mesothelioma started optune lua therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure that he developed increased pruritus beneath the transducer arrays located on the right side of the back at the level of the scapula and the left flank. The patient was evaluated by the physician and prescribed pregabalin 25 mg once daily, which resulted in slight symptomatic improvement. On (B)(6) 2025, the prescribing physician reported that the patient was not receiving bevacizumab or corticosteroids. It was noted that immunotherapy with nivolumab may present an additional risk factor for skin irritation due to its potential to cause immune-mediated dermatitis. However, the physician noted the clinical presentation of the current dermatitis was consistent with an adverse reaction to optune lua therapy. On (B)(6) 2025, the patient notified novocure that on (B)(6) 2025, he temporarily discontinued optune lua therapy due to recurring skin reaction described as itching and small blisters on his back, which occasionally bled. The patient treated the affected skin areas with various unspecified topical ointments at home but experienced only moderate improvement. Nighttime sweating was noted to worsen the skin irritation.